Event description:
It was reported that the customer encountered a minimum fill notification and experienced issues with loading a cartridge into the pump. Blood glucose level at the time of the event was reported as 7.6 mmol/l, which is within the normal range. The customer was guided through several troubleshooting steps, including reloading the original cartridge and attempting to load a new cartridge, but both attempts failed. The issue persisted despite escalated troubleshooting efforts, leading to a decision to replace the pump. The customer was advised to use an alternate method for insulin therapy in the interim.